Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms with loss of capture. The patient also experienced a syncopal episode of an unknown duration. There was oversensing which could be reproduced with isometrics. A lead fracture was suspected and a lead revision procedure was performed. During the lead revision, the seal plugs for the rv anodal setscrew and the seal plug for the right atrial (ra) anodal setscrews had popped out and the seal plug for the left ventricular (lv) setscrew was loose. Technical services (ts) discussed there is no process for replacing seal plugs as there would be no guarantee of an adequate seal or performance. The rv lead was surgically abandoned.